Event description:
An attorney reported that in 2001 the pt went to the first aid unit of the hospital due to itching and burning to their left eye. The symptoms "persisted and worsened causing a decrease in sight." The pt was hospitalized at another hospital-ophthalmologic dept. The diagnosis was "corneal abscess in contact lenses wearer." The report stated there was "permanent damage caused to my client's sight." Additional info has been requested but not received at this time. Batch record review: the batch record for lot 321100 did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.